Manufacturer narrative:
(B)(4). Date of initial report: 11/10/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The jaws of the device had difficulty opening during an ovariectomy procedure. A new device was used to complete the procedure and there was no injury to the patient.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the bottom jaw of the device was damaged. The reported conditions of device does not cut and device stopped working were confirmed. The reported condition of device was difficult to open was not confirmed. The investigation found the bottom jaw of the device was damaged. The device was still able to open but was not able to close properly due to the damage to the bottom jaw. The damage to the bottom jaw also caused the device to stop cutting and working properly. The investigation identified the root cause of the reported event to be user mishandling of the device. The damage to the bottom jaw is consistent with device misuse. The customer is advised to refer to the device instructions for use (IFU) on device handling. If information is provided in the future, a supplemental report will be issued.